Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that no surveillance marker was activated during the case. If the surveillance marker is not activated, the software is unable to detect or alert the user of a potential drb shift during navigation, which can lead to the misplacement of screws. Based on the accurate registration and similar direction screws were misplaced in, it is likely the drb shifted during this case resulting in inaccuracies. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk level is 18, or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
T1-t6 psf with t3 chance fx. Used quartex egps system. Intra-op workflow with o-arm spin. Drb placed at t7 via long sp clamp no sm was used. Ict was attached using second sp clamp at t2 and removed after spin. 10 screws were placed with egps in snake pattern starting at t1 and skipping t3. After screws were placed we did a spin to confirm all were in safe position. All 5 screws on left side were medial to plan and had to be removed and replaced. The screws were replaced via stealth navigation. Submitting the scans and case logs for review.